Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes showing noise oversensing, the first of which was on 16-feb-2024. Technical services (ts) reviewed available device data and provided troubleshooting recommendations. The patient was seen in-clinic, and the noise was not reproducible. The sensing vector was changed to primary as this vector was checked through several exercise tests and showed good behavior and good myopotential noise rejection. The physician would like to avoid x-rays and prefers to closely monitor the patient via daily patient-initiated interrogations (piis) and latitude monitoring. No adverse patient effects were reported. This system remains in service. Additional information received on 08-jul-2024 indicates a new episode of noise was recorded in latitude in primary vector. No inappropriate therapy was delivered. The patient will be evaluated in-clinic in three days. Additional information received on 10-jul-2024 indicates the patient's s-ICD system delivered an inappropriate shock. The physician suggested to the patient to go to the nearest emergency center of verona borgo trento hospital in order to manage the issue. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received indicates the patient was admitted to the hospital of legnago (verona) on (B)(6) 2024 and then transferred to (B)(6) hospital in order to manage the issue. On (B)(6) 2024 during a follow-up, noise was reproducible by touching the device, so on (B)(6) 2024 the patient underwent a revision procedure, and their entire s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The electrode was returned in two segments, severed at approximately 60 millimeters from the terminal end. The electrode coils and insulation had been cut with a tool during explant. Both returned segments match/line up and were thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside the surgery-related damage. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes showing noise oversensing, the first of which was on (B)(6) 2024. Technical services (ts) reviewed available device data and provided troubleshooting recommendations. The patient was seen in-clinic, and the noise was not reproducible. The sensing vector was changed to primary as this vector was checked through several exercise tests and showed good behavior and good myopotential noise rejection. The physician would like to avoid x-rays and prefers to closely monitor the patient via daily patient-initiated interrogations (piis) and latitude monitoring. No adverse patient effects were reported. This system remains in service. Additional information received on 08-jul-2024 indicates a new episode of noise was recorded in latitude in primary vector. No inappropriate therapy was delivered. The patient will be evaluated in-clinic in three days. Additional information received on 10-jul-2024 indicates the patient's s-ICD system delivered an inappropriate shock. The physician suggested to the patient to go to the nearest emergency center of (B)(6) hospital in order to manage the issue. Besides the inappropriate shock, no other adverse patient effects were reported.

Manufacturer narrative:
To date, this electrode has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two episodes showing noise oversensing, the first of which was on (B)(6) 2024. Technical services (ts) reviewed available device data and provided troubleshooting recommendations. The patient was seen in-clinic, and the noise was not reproducible. The sensing vector was changed to primary as this vector was checked through several exercise tests and showed good behavior and good myopotential noise rejection. The physician would like to avoid x-rays and prefers to closely monitor the patient via daily patient-initiated interrogations (piis) and latitude monitoring. No adverse patient effects were reported. This system remains in service. Additional information received on 08-jul-2024 indicates a new episode of noise was recorded in latitude in primary vector. No inappropriate therapy was delivered. The patient will be evaluated in-clinic in three days. Additional information received on 10-jul-2024 indicates the patient's s-ICD system delivered an inappropriate shock. The physician suggested to the patient to go to the nearest emergency center (B)(6) hospital in order to manage the issue. Besides the inappropriate shock, no other adverse patient effects were reported. Additional information received indicates the patient was admitted to the hospital of (B)(6) on (B)(6) 2024 and then transferred to (B)(6) hospital in order to manage the issue. On (B)(6) 2024 during a follow-up, noise was reproducible by touching the device, so on (B)(6) 2024 the patient underwent a revision procedure, and their entire s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Product return is expected.